Event description:
Two devices (cev605-5 and cev607) were returned to mxi service and repair. "Repair request: scissors to be sharpened and restored".

Manufacturer narrative:
Device 2 of 2: cev607 (lot: 120301) - manufacturing date 03/01/2012. (B)(6). Device 1 of 2: cev605-5: evaluation of this device indicated that the blades were blunt. The instrument sheath was damaged and presented with signs of impact. The blades were most likely blunt following use of the instrument. Re-sharpening was required. The instrument sheath was most likely damaged by shock or abrasion during use or reprocessing. Device 2 of 2: cev607: evaluation of this instrument indicated that the blades were blunt. The blades were most likely blunt following use of the instrument. Re-sharpening was required. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference # n/a. (B)(4).